Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead was unable to be implanted. Further information was requested but was not received.